Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via manufacturer representative (rep). It was reported that the replacement did not occur yet. The rep was waiting on office to call when scheduled. No further complications were reported.

Manufacturer narrative:
Update: initial reporter's contact information was updated as reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a consumer. It was reported that the patient¿s pump had stopped prematurely. It was further described as that it "just stopped" and the patient was flopping "like a fish on the floor". The status/results of pump analysis were being requested.

Manufacturer narrative:
Analysis of the pump (sn; (B)(4)) found gear train anomalies; corrosion and/or wear and/or lubrication, and stall due to shaft-bearing. (B)(6). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving clonidine, 34 mcg/ml concentration at unknown dose, bupivacaine, 8 mg/ml concentration at unknown dose and morphine, 20 mg/ml concentration at unknown dose via intrathecal drug delivery pump for spinal pain. It was reported that motor stall was seen at initial interrogation. The patient did not recently have a magnetic resonance imaging (MRI). The pump had stalled intermittently twice over the last 4-5 days. Per the logs: on (B)(6) 2019 4:05 motor stall occurred and recovered the following day in the am. On (B)(6) was the last stall at 0759 am and no recovery to date. Patient's pain came back with patient experiencing sickness. Saturday night, everything "hit the fan for the patient" and they finally realized there was something wrong with the pump/therapy. The pump was programmed to minimum rate. Patient was put on oral (po) medications and the hcp would schedule a replacement and send the pump back to manufacturer for analysis. At the time of this report, the issue had not resolved and patient status was alive- no injury. No further complications were reported.